Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the customer had high blood glucose of 480 mg/dl at the time of the incident. The customer¿s current blood glucose was 114 mg/dl. Customer reported that, the following symptoms related to their high blood glucose were nausea, abdominal pain and dizziness. The customer treated for high blood glucose with manual injections. The drive support cap appears normal. Customer also reported little bitty air bubble. The insulin pump will not be returned for analysis.